Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/29/2017 with the following findings: the pump was returned with corrosion in the battery compartment. The battery compartment was cracked on the side from the threads to the cover. The battery cap was not returned. Test cap attached to the pump without difficulty. The pump was unresponsive; no vibration, no audible tones, and blank display screen. The complaint of no power was duplicated. A leak test failed due to the battery compartment leak. The pump cover was removed; no further evidence of moisture damage was found. No damage to printed circuit board was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.